Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with scoliosis, degenerative disc disease for t11-pelvis open fusion with l2 pso. It was reported the instrument broke. The fragment was left inside the patient. Revision surgery planned. The instrument remain implanted in patient. The patient had pain symptoms. There were no further complications reported regarding the event. Additional information was received that the set screw will be returned for analysis. The rod will not be send and remain in patient.